Event description:
It was reported that the pt experienced signs and symptoms of withdrawal, specifically, itching, return of spasticity, spasms despite increase in intrathecal dose. The pump contained compounded baclofen 2000 mcg/ml at a rate of 263 mcg/day and clonidine. Dye and rotor studies were performed; the catheter patency was difficulty to determine as the hcp was unable to aspirate the catheter. When the pump reservoir volumes were checked, 17.6 ccs were aspirated, but 14.4 ccs were expected. The pump and catheter were replaced and the pt recovered without sequela. See manufacturer's report # 6000030200800383.

Manufacturer narrative:
Final device analysis revealed motor gear shaft wear. The serial number is included in the device identification range for the synchromed el pump motor stall due to gear shaft wear physician communication (date 2007).